Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). It was reported that the reason for call was pt said they "hated their spinal cord stimulator (scs) and their scs was giving them major issues." Pt said their body was not liking their scs. Pt said over the past month or so, intermittently the scs had "shocked them" and "given them a real big.87/ jolt" when they sat down and the jolt caused them to stand up. Pt said they contacted their hcp on (B)(6) 2021 and their hcp made a mdt rep aware on (B)(6) 2021. Pt had an upcoming appointment with health care professional (hcp) and mdt rep. On (B)(6) 2021 and pt said the mdt rep. Would be "adjusting" their scs. Pt said their scs "did not need to be adjusted" because the pain symptoms (pt did not elaborate) they are experiencing now were related to their ms, but not their scs. Pt said their ms caused them pain and their scs was intended to treat a herniated disc in their lower lumbar spine. Pt said their scs "did not control their ms." Pt thought the (B)(6) 2021 appointment with mdt rep. May be more about the shocking from the scs though. Pt said "if their scs was malfunctioning, they would know because their scs would shock them to hell and back." Pt confirmed their hcp on file, but said they had moved and were looking for a new hcp for the scs. The patient was redirected to their healthcare provider to further address the issue. Pt did mentioned they had a pain control hcp in their new location, but patient services specialist did not ask the name of the pt's new pain control hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.